Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin compartment was broken of the insulin pump. The customer blood glucose level was unknown. The customer also reported that the clear ring at the top of it fell and the reservoir may not lock inside. The device will be returned for analysis.

Manufacturer narrative:
Test infusion set/p-cap locks in properly. No damage shown on insulin compartment, however unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.